Event description:
After an ablation procedure with a stockert generator utilizing a valley lab indifferent electrode patch, the pt received a burn where the patch was placed. The pt is stable and has been discharged.